Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The complaint was not confirmed, however defects were found that would affect the main functionality of the device. The keypad was not working and the resistance values of the keypad were out of range, therefore the hand control set was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. When the motor cable has a short circuit the keypad may not respond as intended, therefore is a potential root cause for the keypad issues experienced. However, since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/28/2016 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not turning as the motor is jammed. There was patient involvement but there was no impact on the patient. Issue was found post operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.